Event description:
In 2009, the pt reported that she changed her insulin cartridge two days prior, and she still has 209 units of insulin remaining. She stated that her basal rate is over 135 units of insulin per day, and she does not believe the infusion device is delivering the appropriate amount of insulin. She does not bolus through the infusion device or inject insulin via syringe. She reported experiencing elevated blood glucose of 200 mg/dl the past couple of days. Her blood glucose measured 132 mg/dl yesterday morning, which is elevated for her. Her blood glucose returned to normal on its own later in the day. Her normal blood glucose level is 100 mg/dl. She was advised to switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.